Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an oncology healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported at pump fill the patient did not report to the infusion clinic because of an infection at the pump site. The rep was not aware of any factors that may have led or contributed to the issue. The rep noted this was a hepatic artery infusion pump (off label) connected to a codman catheter. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive with injury with the injury being infection at the pump pocket site. No surgical intervention occur and it was unknown (asked and will not be made available) if surgical intervention was planned. The patient's medical history was asked and will not be made available. The event date was (B)(6) 2020. No further compilations were reported.